Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the atrial lead exhibited noise. The device had previously been programmed to vvi mode. All electrical parameters were in range and the physician elected not to take any action at this time. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).